Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was not returned for evaluation. An image provided revealed a damaged seam on the controller pocket of the waist pack. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information that the patient waist pack was coming loose. The waist pack subsequently tested out of specification. The waist pack will be replaced. No patient complications have been reported as a result of this event.